Manufacturer narrative:
Conclusion: the device remains implanted and no procedural images were submitted for review. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential contributing factors of a valve dislodgement include inadequate deployment due to improper sizing between the valve frame and the patient¿s annulus, irregular patient anatomy, or incomplete valve frame expansion. In this case, it was unknown whether the patient¿s narrowed outflow tract contributed to the reported dislodgement. A root cause of the dislodgement could not be determined from the information available. Paravalvular leak (pvl) can be caused by a variety of factors including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A conclusive cause for the increased pvl could not be determined. Mitral valve interaction is a potential adverse event listed in the device instructions for use (IFU). The function of the mitral valve may become compromised by patient anatomical factors and/or procedural factors such as valve implant depth. The target implant depth for the valve is 3 - 5mm; the valve dislodgement into a suboptimal position may have played a role. Cardiac arrest is a known potential adverse effect per the device IFU. With the limited information available, neither a relationship or a conclusive cause of the cardiac arrest to the device or procedure could be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that following the transcatheter valve implant explant, with the unknown surgical valve implanted, the patient developed an acute kidney injury. Creatine measured 1.2 milligrams per deciliter (mg/dl). The patient was monitored with strict intake and output and had renal dose medication adjustments. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated/corrected data: a1, b2, b3, g1, h6 annex f code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon full release of the valve, it dislodged ventricular. A surface echocardiogram showed what appeared to be a mild paravalvular leak (pvl). The assumption was made that due to the outflow tract narrowing dramatically, the valve sealed the leak. Eleven days following valve implant, the patient presented with continued shortness of breath. A transesophageal echocardiogram was performed and showed the pvl had increased to moderate. Twenty-five days following the valve implant patient felt fatigued. Mitral valve dysfunction was identified and surgical intervention to remove the aortic valve was performed. The mitral valve was obstructed by the aortic valve. During the explant procedure while the patient was on bypass, quick abrupt cardiac arrest occurred. Cardioplegia was then administered every twenty minutes throughout the remainder of the procedure. The valve was explanted, and a surgical aortic valve was implanted. No additional adverse patient effects were reported.